Manufacturer narrative:
This information is based entirely on journal literature. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: an unusual defibrillator lead associated echodensity. Heart rhythm. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this model of implantable cardioverter defibrillator (ICD) and lead model. One year after the prophylactic implantation of a single-chamber implantable cardioverter defibrillator (ICD), the patient presented with worsening shortness of breath when exercising. The echocardiography was conducted which showed lead migration in the vicinity of the tricuspid valve. A subsequent transesophageal echocardiography was done and found that the lead was twisted in the right atrium. This was noted to be consistent with twiddler's syndrome. The lead was extracted, with difficulty, and a new lead was implanted. The patient was "strongly urged" to avoid manipulation of the pocket. The device and the new lead remain in use. No patient complications have been reported as a result of this event.